Event description:
It was reported that the patient expired due to natural cause. Patient had congestive heart failure. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
Analysis was normal. No anomalies were found.